Event description:
Casters are not locking, causing the bed to slide across wood floor. End user was injured due to some glass paneling the bed slid into, was cut by the glass on the left foot. No medical treatment required.